Event description:
Patient's mother called to voice gastrojejunal(gj) tube complaints to patient representative. Radiology staff, radiology unit director, gj tube company representatives and hospital patient representatives met multiple times and had discussions of mothers complaints. Mother states/ feels that the tube is defective. The day before the mother's complaint, the port popped out and leaked stomach acid on skin. The site was bleeding and oozing. The mother reported she is aware this is manufacturer's issue, but wanted to discuss this with interventional radiology (ir) at the hospital. The radiology unit director spoke with the family. The director reviewed with the mother that some progress has been made with functional issues of the tubes as per the company. The product remained in the patient and had not been an issue. The gastric valve slipped out, which was replaced. It has been a secure,working tube since. There have been two complaints from this family: patient's gastric valve popped off- presents as choking hazard and the leaking of gastric fluid, which caused a burn to the skin. The plan: ir crnp (certified registered nurse practitioner) called the family and offered the patient and family to come in to have tube changed, or to continue with the appointment as scheduled. The gj tube was changed in ir. As per ir rn: the tube with lot number 443716 was removed. The patient did well aside from some excoriation at the stoma site, which is common with gj tubes. Upon inspection by the rn, the jejunal and gastric valves did not easily pop out and the ballon was intact as well as both jejunal and gastric lumens. The mom was aware. A foam dressing placed was placed under button to absorb any drainage and barrier wipe was applied to surrounding skin. Mom was given scripts for homecare company as well as samples. Trouble shooting ideas for controlling leakage were reviewed with mom. It was also explained that the tubes now have more adhesive around the valves to help them remain secure for a longer time.